Event description:
Heat pack applied to pt's shoulder to relieve pain. Pt fell asleep with heat pack in place and was awakened by shoulder pain and observed blisters - 2nd degree burns- to her shoulder which were related to the heat packs. Dates of use: 2007. Diagnosis: sickle cell crisis shoulder pain. Event abated after use stopped: yes.